Manufacturer narrative:
Follow-up #1: date of submission 01/29/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/16/2014 with the following findings: there was no cartridge detected alarm verified in the black box history. Product analysis was unable to reproduce alarm during investigation. The force sensor calibration reading was in specifications. The pump was opened and removed from the case to inspect the force sensor circuit and there was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (load step malfunction) issue. The reporter stated that repeat alarms indicating that the pump was not primed occurred during a cartridge change and noted that insulin was dispensed, but it was unclear if insulin came out during the prime step or the load step. A review of the prime history showed multiple small prime volumes, indicating a possible load step malfunction. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #2: date of submission 03/07/2014. Correction to product analysis evaluation date: 02/20/2014, findings, results code: 510 and conclusion code 43. Device evaluation: the device has been returned and evaluated by product analysis on 02/20/2014 with the following findings: there was no cartridge detected alarm verified in the black box. Product analysis was unable to reproduce the alarm during investigation. The force sensor calibration reading was in specifications. The pump was opened and removed from the case to inspect the force sensor circuit. There was a cracked trace on the force sensor flex observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.